Event description:
The reporter stated that the screw was used to reduce a jones fracture (a fracture of the fifth metatarsal of the foot). The doctor followed the surgical technique; first the k wire was introduced, then drilling, followed by the insertion of the screw by hand. When the screw was almost completely inserted, the doctor felt like the screw did not move anymore. A radiograph showed metallic splinters around the screw head. The tip of the screwdriver was seen to be broken off and remained in the head of the screw. The tip and the metal splinters were all removed. The screw was left in place. Surgery time was increased by about fifteen minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.